Manufacturer narrative:
The customer contacted siemens to report that a falsely elevated total human chorionic gonadotropin (thcg) test result was obtained from an atellica im 1300 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse found the vacuum pressure was high and that the reagent probe 1 (rp1) had failed the semi-automatic alignment to the reaction ring. The cse adjusted the secondary vacuum pressure, found no air bubbles in the fluidic lines, ran a dispense check and ran a wash ring dispense and aspirate test with acceptable results. The cse verified the rp1 alignment to the reagent ring, and that acid and base dispense volumes were within specifications. The cse performed the rp1 manual alignment to the incubation ring, the rp1 semi-automatic alignment and the auto-check with acceptable results. The cse then ran quality control material with acceptable results. The cause of the falsely elevated thcg test result is unknown. The instrument is performing within specifications. No further evaluation of the instrument is needed.

Event description:
A falsely elevated total human chorionic gonadotropin (thcg) test result was obtained from an atellica im 1300 instrument. The initial result was reported to the physician(s). The same sample was repeated on the same instrument and a lower test result was obtained. The repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated thcg result.